Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that during a polyp resection by hysteroscopy, the tip of the loop became disconnected during use. The broken part has been extracted from the uterus with a biopsy forceps.